Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4). B2: adverse event report is being submitted due to customer going to hospital and being treated for hyperglycemia. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-057: user had an inaccurate reference: alternate meter: the end user is comparing results obtained from one of trividia¿s bgm system to the results from another trividia¿s bgm system. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer complaint was received through FDA's medwatch program (mw5185217). Consumer reported complaint for erratic blood glucose test results and error messages (e-2 and e-3) with use of 2 true metrix meters. The meter-to-meter comparison results were not provided. The customer¿s expected fasting blood glucose test result range was not provided. The customer feels well and did not report any symptoms. Medical attention was reported; the customer stated that she had to go to the hospital to check her blood glucose because the meters were not providing accurate results. The customer stated she had gone to the hospital at least two times to check her glucose, and they told her that her blood glucose was high and they gave her injection. During the call a back-to-back blood test was not performed by the customer. The customer does not have the strip lot information. Open vial date and product storage was not provided. The meter memory was not reviewed for previous test result history.